Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a vessel sealer extend (vse) instrument to perform failure analysis. Two vse instruments were used during the procedure, and it was confirmed that the first vse instrument used, was involved in the reported event. Energy log review shows: the first vse instrument (lot number: k12260214-0280) was installed and passed homing three times. There were 90 cut complete, 35 coag (with one "blank" error), and 132 seal events (with two "high initial starting impedance" errors). The second vse instrument (lot number: k18251023-0291) was installed and passed homing two times. There were 29 cut complete and one jaw angle open event, indicating that the jaws were likely too far open to smart cut. The logs also showed 13 coag with no errors, and 43 seal events (with one "high initial starting impedance" error). The system logs showed two recoverable events with timestamps aligning with the high-impedance and "blank" coag entries (noted with the first vse instrument): recoverable error: instrument high initial starting impedance. Recoverable error: interruption while energy coag. The compromised sealing described in the complaint could possibly be due to a use-related issue (excessive tissue thickness between the jaws or insufficient intraoperative cleaning). A review of the customer-provided images shows that in one image the vse instrument appears to be closed on tissue and in the other image the jaws of the vse instrument are open. From the images alone the allegation that the vse instrument was unable to fully close while sealing could not be confirmed.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the jaws of the vessel sealer extend (vse) instrument did not fully close during sealing, resulting in an incomplete tissue seal and minor bleeding. The vse instrument exhibited irregular sealing performance throughout the case and had been in use for approximately 25 minutes when the issue was first noted. No system errors were generated. While the foot pedal was depressed, the usual "sealing in progress" tone was not heard; however, the seal cycle still completed with the expected "seal completed" audible tone. A minimal amount of bleeding occurred and was managed on three separate occasions with the application of clips. The cause remains undetermined as adequate tissue tension was reportedly applied, the vessel diameter was less than 7 mm, and no vessel calcification was observed. The patient had a neuroendocrine tumor; however, the reporter was unaware of any prior radiation therapy. The jaws of the vse instrument did not contact any metal objects and were not immersed in liquid or contaminated with carbonized tissue or bioburden prior to or during activation for sealing. After the vse instrument was removed, manual inspection confirmed the jaws would not fully close, and no cutting-blade obstruction was identified. To resolve the issue, a backup vse instrument was utilized and the procedure was completed robotically without further complications.